Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The pediatric patient had symptoms of unusual tiredness, exhaustion, and was sick several times. The parent took the patient to their doctor who recommended the patient proceed to the hospital for treatment. The cgm value was 187 mg/dl and the bg finger stick was 299 mg/dl shortly before the physician visit. At the hospital, the patient was diagnosed with exsiccosis (dehydration), and ketoacidosis. It was determined that the cgm inaccuracy had occurred for weeks and during that time a smaller amount of insulin was injected. Treatment included IV fluids, and she remained hospitalized for 3 days. After discharge home her condition continued to improve. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.